Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve detached. This occurred during sheath preparation. The issue was resolved by changing to a new one. The procedure was completed without patient's consequence. Additional information: the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient so no blood return was observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve detached. This occurred during sheath preparation. The issue was resolved by changing to a new one. The procedure was completed without patient's consequence. The device evaluation was completed on 04-mar-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged and lost during the manipulation of the vizigo sheath. The brim cap and silicone ring were found in its place. Microscopic examination on the hemostatic valve surface was not possible to analyze due to the absence of it. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal actions related to the complaint were found during the review. Based on the information currently available, a visual examination of the returned product indicates that the hemostatic valve was found dislodged and lost. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. They think that there was a hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).